Event description:
The customer contact reported a clotted peripheral inserted central catheter (PICC) following a leak. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified medication via an unspecified pump. After an unspecified length of time, the customer contact reported it was "discovered IV leaking in bed, IV pump had been alarming throughout the night shift." At an unspecified time, it was reported that the pt's PICC line was clotted. The physician was notified. The pt was treated with an unspecified concentration of alteplase to remove the clot from the PICC. The customer contact reported that during visual inspection of the extension tubing set, a leak of solution from one of the two air vents on the air-eliminating filter of the extension tubing set. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.